Event description:
The customer reported that smoke came out from a "controller pcb" in the analyzer. The analyzer generated some alarms, so the customer took out the "pcb"s and placed these back in again. When the customer tried to re-start the analyzer, smoke came out from a "pcb" and the instrument did not start. No fire was observed. No adverse events occurred for this event. The field service engineer checked the instrument. He found that multiple errors had been generated at the same time. He determined that the "pcb" was defective. He checked the fan in the power box and this worked ok. He replaced the controller pcbs and the power supply with fan. Investigations could confirm that the "ic51" is the faulty electric module on the pcb cuvette control. The "ic51" controls the analyzer circulation fan. A specific root cause for the failure of "ic51" could not be determined. It may be possible that a current peak caused the "ic51" to fail. There is no evidence that a quality problem led to the reported issue.

Manufacturer narrative:
This event occurred in (B)(6).